Manufacturer narrative:
The other adverse events questionnaire was reviewed for potential causes of the reported issue. However, the devices were implanted at an off-label location as they were implanted in the craniofacial region. The stimulator is used to treat pain. The cause of the allergic symptoms are unknown. However, the devices were implanted at an off-label location as they were implanted in the craniofacial region (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient suspects they may be allergic to the devices as the patient feels intense itching underneath their skin around their upper body. The surgeon prescribed steroids for the allergic symptoms and wants to try programming the devices at another time once reactions have settled. The commercial team member attended the patient's post op visit and at that time, no allergy symptoms were reported. Reprogramming was scheduled for (B)(6) 2024. However, the patient was admitted to the hospital for an issue unrelated to the curonix devices. The patient has been receiving ketamine infusions. The patient was discharged on (B)(6) 2024, and reprogramming has been provisionally rescheduled for (B)(6) 2024.